Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 45-50 (mg/dl) in the middle of the night. To treat bg levels, the customer consumed soda. Reportedly, the suspected cause of the low bg level was due to overnight insulin sensitivity. The customer reported being off the pump and not taking insulin. The customer confirmed bg level was within target range without insulin therapy. Recommendation was made by tandem technical support to consult with health care provider regarding diabetes management.